Manufacturer narrative:
Device 1 of 3 e1: complainant street address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated as a type 2 case. Photograph, video and/or physical sample evaluation: there was a photograph associated with this case and in this, the reported defect can be seen. No unused return sample was expected. Batch record revision results: lot 4k02539 was manufactured on 21/oct/2024, in bodolay line, with a total of (B)(4) market units (mkus). The complaint investigator performed a batch record review on 16/jul/2025, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) 1704768 and manufacturing order (B)(4). The production process, in-process control, testing results and packaging of products was run according to the process instruction. Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. Historical complaints review: on 16/jul/2025, complaints investigator ran a query in database in order to verify the complaints reported for the 4k02539 lot for the malfunction ¿primary pack (sterile products) exhibits external contamination (e.g. Water marks, stains).¿ defect and no additional complaints were identified. Historical nonconformance review: on 16/jul/2025, the complaint investigator ran a query in database looking for any in process nonconformance / corrective and preventive actions CAPA(s) associated to the malfunction "primary pack (sterile products) exhibits external contamination (e.g. Water marks, stains).¿ for the lot number 4k02539 and as result, no nonconformance / corrective and preventive actions CAPA(s) for this malfunction code were generated during the manufacturing process of the referenced lot. Current quality controls: based on the process instruction (pi31-142 ver 27.0), the following tests are performed in the manufacturing lines, in order to identify this failure mode in our manufacturing process: test methods (tm)-002 " package seal integrity nonconformities". Method ¿ 7 frequency: every 30 minutes sample quantity: 1 market unit o not less than 5 chevrons. Acceptance criteria: accept = 0 / reject = 1. Defect rate analysis: there have been 34 defective parts confirmed to date from a lot size of (B)(4) products. This represents a defect rate of only (B)(4) which is well within an appropriate acceptable quality level (aql) for leakage which should be 0.40% based on process instruction (pi). In addition, all the in-process testing on this lot did not find a single defective unit, which confirms that the lot is unlikely to breach an acceptable quality level (aql) of 0.40 importantly to date, it is well within our accepted acceptable quality level (aql) level for this type of failure mode or defect. Conclusions: a review of batch records was completed and showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancies related to this issue were found within the documentation. This issue will be monitored through the post market product monitoring review process, standard operating procedure sop-000741. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
The complaint was received from the distributor about the dirty package of the dressing impacting the quantity of three. A photograph depicting the issue was received from the complainant.